Event description:
On 1/20/24 an ilet user reported to customer care that he experienced a low blood glucose (bg) event on (B)(6) 2024 where he required medical attention. Additionally, the user's clinical diabetes specialist (cds) had previously spoken with the user on 1/19/24 about the low bg event. The user was trained and started on the ilet on (B)(6) 2024. The user's wife attempted to call the user later that evening (approximately after 10pm). The user answered the phone but was not responsive. The wife then called their daughter. The daughter was unable to wake the user and called 911. When the paramedics arrived, it was reported the user's bg was 29 mg/dl. The user was given a glucose IV and recovered. On 1/19/24 the cds and the user set a higher overnight bg target. The target was set from 9pm-7am. The cds also advised the user to make sure to have the dexcom cgm phone app alerts in addition to the ilet. The user did not drink any alcohol or take any other insulin at the time of the low bg event. The cds scheduled a follow-up call for 1/22/24. On (B)(6) 2024 the cds reviewed the user's ilet data via the online portal and conducted a routine ilet follow up visit with the user including review of key topics to confirm user understanding. The user mentioned he also had a low bg on (B)(6) 2024 at 4:30 am and was able to treat the low without assistance. No additional severe events have been reported. The cds conducted additional follow-up on (B)(6) 2024, reviewing the user's glucose control and providing additional education on use of the meal announcement and responding to hypoglycemia.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No malfunction alerts were found being triggered in the engineering logs. Cgm data for glucose values sent to the ilet was reviewed and entries similar to the reported event details were found on 2024-01-18 from 10:36pm through 1:16am of 2024-01-19. "Usual" meal doses were delivered for lunch and dinner on (B)(6) 2024. Cgm glucose was in range at the time of each announcement. A period of hyperglycemia (peak 307 mg/dl) with correction insulin dosing follows the lunch announcement; cgm glucose returns to range approximately 5 hours after the meal dose. A smaller period of hyperglycemia follows the dinner announcement (peak 229 mg/dl) with similar correction insulin dosing. Cgm glucose begins to trend down approximately 3.5 hours after the dinner meal dose was delivered. It is not documented what the user ate for each meal, and if the carbohydrate content of those meals was considered "usual" for them. Based on the engineering logs, the ilet is not malfunctioning and is behaving as intended. All glucose related alerts were triggered and deactivated appropriately. The ilet was not found requesting insulin during low or urgent low events. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on this review of the case notes, device logs, and ilet report, it was determined that the ilet operated as intended. Given that the hypoglycemic event occurred following a meal announcement, and the glucose rise after the meal was small, it's possible that the carbohydrate content of the meal was overestimated by the user and the meal size chosen was too large. No other contributing factors have been identified. The beta bionics cds conducted appropriate follow-up including additional training on the use of the meal announcement, and subsequent meal doses were delivered without additional severe hypoglycemia.